Event description:
The battery was returned to the manufacturer because it exhibited a display error and the capacity indicator was not working. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery (bat905310) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that all four (4) battery display light emitting diodes (led's) remained off when the gas gauge button was pressed. During functional testing, the battery was able to charge and provide power to the test controller. An attempt to reset the main integrated circuit was able to reestablish the battery's functionality. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported event has been attributed to design issues. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.